Event description:
It was reported that a patient underwent a primary breast augmentation procedure with gel breast prostheses that bilaterally ruptured post implantation. The rupture was diagnosed via ultrasound. No explantation date was reported and the devices remain implanted in the patient. Health code: 1924. Device code: 1546. Reference report: mw5174423. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).